Event description:
This report is based on information provided by a philips response center engineer, remote service engineer (rse), bench repair technician and failure analysis lab engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device powered down when the sync mode was pressed, then powered up, restarted and functioned as normal. The event is noted to have occurred during use and have had no harm nor adverse events to the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was turned off during af treatment. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.